Manufacturer narrative:
H3 - the system was evaluated by a field service engineer (fse). The fse tested the laser and could not duplicate vertical gas breakthrough. The fse cut 30+ I-flaps and completed femto standard service call checklist by cleaning and aligning laser delivery system, performing spot camera procedure, cleaned and aligned laser delivery system and performing spot camera procedure. Laser is operating according to specifications. H4 device manufacture date was noted as jan 1, 2008. The correct manufacturing date is sep 22, 2005. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Email is unknown as it was not provided. (B)(4). The system was evaluated by a field service engineer (fse). The fse tested the laser and could not duplicate vertical gas breakthrough. The fse cut 30+ I-flaps and completed femto standard service call checklist. The laser is operating according to johnson & johnson surgical vision specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During laser vision correction surgery, vertical gas breakthrough occurred with the patient¿s left eye (os) at the inferotemporal midway between the edge of the flap and the pupil.. A brief description from the surgery center indicated that during the procedure, there was a small area of possible vertical gas breakthrough. The surgeon did successfully lift the flap and eximer treatment was completed. The patient is report as going great. There was no loss of best corrected visual acuity (bcva) reported.